Event description:
It was reported that coil difficulty advancing and premature deployment occurred, requiring additional intervention. An 8mm x 40cm interlock .035 coil was selected for pelvic varicose vein embolization. During the procedure, the coil was inserted and advanced through a multipurpose catheter. Resistance was encountered as the coil progressed. As it was advanced further, the coil began to loop inside the catheter, with half remaining in the gonadal vein and the other half within the catheter. The entire device was then removed, and it was observed that the coil had started to fray, with a fragment remaining in the patient's subclavian vein. The fragment was successfully retrieved using a retrieval loop. The procedure was completed with a non-boston scientific device. There were no patient complications as a result of this event, and the patient was fully recovered post-procedure.